Event description:
The patient reported that the livongo blood glucose meter was provinding readings that were 30 points too high. The patient reported that they were over medicating based on their livongo readings. The patient administered 45 units of humulin after receiving a reading of 200 from the livongo blood glucose meter. Afterwards, he began to experience symptoms of low blood sugar and he ate candy to bring his blood sugar back up. The patient also obtained a lab comparison to a capillary lab test result. The lab test result was 135 and the livongo meter's result was 168, which is outside of the +/- 20% range.

Manufacturer narrative:
The device has not been returned yet. Should the device be returned at a later date a supplemental report will be filed.